Event description:
A respiratory therapist was exchanging an outpatient's "e" oxygen cylinder for a refilled cylinder. As the therapist was turning the valve stem to open the cylinder, the oxygen valve stem suddenly popped out hitting the ceiling at a high velocity missing the therapist. The oxygen valve had identifying marks of ceodeux. Dates of use: 2009. Event abated after use stopped or dose reduced: yes.